Event description:
It was reported that non sustained lead noise due to post paced t-wave oversensing was observed via merlin at home transmission. The device was reprogrammed. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.